Event description:
Reference number (B)(4) event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set were kinked, and blood glucose level was greater than 300. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.